Event description:
It was reported that at device upgrade, externalized conductors were observed via fluoroscopy. All electrical measurements were normal. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to external insulation abrasion were found at 7.6cm to 9.7cm from the distal tip, consistent with lead friction to another device. External insulation abrasion was found at 15.1-15.2 cm from the distal tip, consistent with lead friction to another device. External insulation abrasion was found on the is-1 connector at 4.7cm to 4.8cm from the pin consistent with lead friction to the ICD can. The etfe coating was intact at these locations.